Event description:
An aneurx bifurcated stent graft and its components of unknown size were implanted for the endovascular treatment of an abdominal aortic aneurysm in a pt in the year 2000. An operative report stated that the most recent f/u study showed shrinkage of the aneurysm and no evidence of an endoleak. The pt had a recent 1-month history of some occasional left flank discomfort. On event date, the pt had sudden acute pain and a CT scan showed a retroperitoneal mass with suggestion of an endoleak. The pt was taken to the operating room. The pt's groins and abdomen were prepped and draped in the usual sterile manner. Upon opening the abdomen, there was a left retroperitoneal hematoma with bloodstaining. The neck of the aneurysm revealed bleeding, which was clamped. The aneurysm sac was opened proximally and the rupture itself was approximately 2cm distal to the attachment site of the stent graft. The stent graft itself was intact with no separation of the components with chronic thrombus on the contralateral side of the graft. There was no evidence of lumber or inferior mesenteric artery bleeding. The stent graft was removed and the pt was converted to open repair. The pt's total blood loss was reported to be 3 liters, which was placed with multiple blood products. It is reported that the pt tolerated the procedure well with no complications. No add'l clinical sequelae were reported. It is reported that the explant will be returned to medtronic ave for analysis and eval. Receipt of films is pending.